Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test failure code #53" (shuttle transducer offset failure) alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed failure in fault log 4 consecutive times. The company representative replaced the pressure transducer (part number: 0682-00-0076-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).